Manufacturer narrative:
Product complaint # (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date while inserting a 9x50 fenestrated screw into the vertebral body, it did not tap. During the last few turns the tip of the driver was squeaking and snapped off after bottoming out against the posterior elements. Fragments were generated, which were impossible to retrieve because they were housed within the drive feature of the screw itself. There was no attempt to remove the fragments. There was no surgical delay. The procedure was successfully completed. The patient is doing fine. No complication as a result of the drive fracture. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity 1). This report is for one quick connect si polyaxial screw driver. This is report 1 of 1 for (B)(4).